Event description:
The sales rep complained this product would not seat entirely. It seemed to lock, but sat proud. The difficulty resulted in a 50 minute extension to the procedure while they brought in an x-ray machine to check the appearance on film.